Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a tkr surgery, the black plastic bumper of one (1) femoral implant impactor was fractured and fatigue. The piece was completed and nothing was left in the patient. The procedure was resumed, without any delay, using the same device.